Manufacturer narrative:
The reported event could be confirmed since evidences were provided and devices were returned for evaluation. The device inspection revealed that no bone ingrowth was noticed on the returned implants. But as the prosthesis implantation duration is unknown, no evaluation can be carried out further. Since pre-op x-rays were provided, the opinion of the medical expert was requested and stated as following: "the x-rays show the aequalis ascend flex stem has lateralized and tilted a little bit in varus as shown by the boundaries of the radiolucent lines. There is enough bone stock proximally. The first suspicion is on septic loosening (infection), as was suspected by the surgeon also during revision and was treated as such¿ (the most likely cause). Other factors could be also at the origin of the reported event as, an inadequate choice of the humeral stem ("undersizing of the humeral stem component") or a bone not sufficiently compacted ("hard to prove in this case"). More detailed information about the complaint event (as immediate post-operative x-rays, patient data, implantation time) must be available to determine the exact root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
Revision of reverse shoulder arthroplasty. The non-cemented humeral stem had migrated laterally since initial surgery. Revision surgery for removal confirmed it was loose and no bone ingrowth had occurred. There was a question of infection and the surgeon revised the patient with a washout of surgical site, implantation of new humeral stem with anti-biotic cement, replacement of glenosphere and treatment with intra and post-operative anti-biotics.

Event description:
Revision of reverse shoulder arthroplasty. The non-cemented humeral stem had migrated laterally since initial surgery. Revision surgery for removal confirmed it was loose and no bone ingrowth had occurred. There was a question of infection and the surgeon revised the patient with a washout of surgical site, implantation of new humeral stem with anti-biotic cement, replacement of glenosphere and treatment with intra and post-operative anti-biotics.

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.